Event description:
During therapy a patient had the blood returned for bathroom break. The patient was observed to be unstable on his feet. Returned patient to chair, gave normal saline, oxygen. Patient was talking and b/p stable. Patient requested to go to bathroom again. Patient was wheeled to bathroom and attended by rn. While on toilet was observed to be sleepy, losing consciousness. Two rns returned patient to chair. Patient was put back on dialysis machine to administer more ns. The b/p 109/44. Patient was drowsy but responding. Pct instructed to call over to hosp for assistance. Rapid response team arrived, the av needles were pulled out and the patient was transferred to AED. Around 1130: chc dialysis received a call from unk person in ICU asking about "how's the machine, if the temperature was correct, if there was any kinks in the tubing and if the correct bicarb and settings were used". The unk person stated these questions were because a "strain of hemolysis was found in lab specimen".

Manufacturer narrative:
(B)(4). The investigation of the dialysis unit is on going at this time. A f/u report will be submitted when the results of the investigation become available. Imp:(B)(4).